Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) measured out-of-range left and right ventricular rate/sense impedances.